Event description:
The nurse in the orthopaedics operating room reported that during the surgery of on a (B)(6) pt for flat foot correction, after positioning the guidewire, w/o milling, the screw was introduced. A strange sound and the x-ray showed that the screw was broken. It was removed. The event happened twice on the same pt. Neither the surgeon, nor the nurse refer to any overload applied.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.